Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the tip of the reload slightly moved, resulting in bleeding from a3 of the left pa. Patient has recovered.